Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch hme472, and no non-conformances were identified. Investigation summary: it was reported performance pull off - suture needle. It was received for analysis three unopened samples of product code eh7469e, lot hme472. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify out of the total 48 quantity of products reported as involved: how many needles of each product code used on this one patient separated( pull off) from the suture during this single cab procedure? Were there any patient consequences due to the suture needle pull offs? What is the condition of the patient? How was the procedure completed? Are samples being returned for evaluation? Additional information was requested and the following was obtained: according to sales rep, customer is unable to provide information on number of procedures involved. Also no information on discrepancy between reported product codes and codes returned for investigation can be provided. No patient harm was reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-05611, 2210968-2020-05619, 2210968-2020-05620, 2210968-2020-06411, 2210968-2020-06412, 2210968-2020-06413, and 2210968-2020-06414.

Event description:
It was reported that the patient underwent a coronary artery bypass procedure in 2020 and the suture was used. It was reported that the needle separated from the suture during tissue passage. There were no adverse patient consequences. No additional information was provided.